Event description:
Very bad reaction to a synvisc injection - injection 2 of 3 on my 3rd cycle (i.e. My 8th synvisc injection). Knee swelled over the course of the day. Very hot, tender, painful, swollen by evening. Ice and ibuprofen had little effect. Problems sleeping due to tenderness and pain. Could barely bend leg. Little old ladies were helping me up steps. Swelling lasted for a week. Since I had 7 previous injections with no problems, I was stupid enough to think this could be a fluke, so I received the 3rd injection of the cycle the following week. Twenty-five cc of fluid removed from knee prior to injection. Same thing happened. Allergic reaction? Dates of use: (B)(6) 2011.